Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through a moderately calcified annulus, the valve was placed resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed resulting in mild pvl. As the non-medtronic sheath was withdrawn into the left iliac artery, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was initiated. An angiogram revealed a thoracic-abdominal aortic dissection. A transesophageal echocardiogram (tee) showed the dissection originating from an annular rupture. Cardiopulmonary bypass (cpb) was started and the transcatheter valve was explanted and replaced by a non-medtronic surgical aortic valve. The dissection was repaired and the ascending aorta was replaced with a graft. Subsequently, the patient expired three days post procedure. The physician does not attribute the death to the medtronic valve nor the delivery catheter system (dcs).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, calcium in the annulus was noted, which was a potential contributor to this event. The reported patient history of an aneurysmal dilatation of the ascending aorta likely contributed to the vascular trauma. A post-im plant balloon aortic valvuloplasty (bav) is also a known source of annular rupture. However the relationship between the device and the vascular trauma could not be established from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.